Manufacturer narrative:
(B)(4). Method: the complaint bc801 infant nasal mask was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information provide and our knowledge of our product. Results: the customer reported that the bc803 infant nasal mask was found detached. Conclusion: without the complaint device, we are unable to determine cause of the reported issue with the bc801 infant nasal mask. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "If using mask: connect to patient by placing mask around the nose. The mask should sit comfortably around the patient's nose. It must not occlude the nostrils or touch the septum and should not be over the lip or over the eyes." "Check that all circuit connections are tight before use and after any adjustment."

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) representative that the bc803 infant nasal mask was found detached. The patient experienced oxygen desaturation and the mask was removed from the patient's mouth. The respiratory nurse reattached and reapplied continuous positive airway pressure (CPAP) therapy. The patient then recovered to a stable condition. No further patient consequence was reported.

Manufacturer narrative:
We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in california reported via a fisher & paykel healthcare (f&p) representative that the bc803 infant nasal mask was found detached. The patient experienced oxygen desaturation and the mask was removed from the patient's mouth. The respiratory nurse reattached and reapplied continuous positive airway pressure (CPAP) therapy. The patient then recovered to a stable condition. No further patient consequence was reported.